Manufacturer narrative:
Product event summary: at analysis, it was noted that the upper case was broken, the lower case was broken and contaminated, both bail covers, bails, two case screws and the ring were missing, the battery drawer was broken and the keyboard window was scratched. Due to its length of service, the device was being returned to the customer unrepaired.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.